Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Loss of atrial sensing and atrial capture was reportedly observed during last follow-up.since the patient has a heart rate above 60bpm and the percentage of pacing is very low, the device was reprogrammed in vvi. No x-ray or reintervention has reportedly been scheduled. Next follow-up was scheduled in (B)(6) 2016.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Loss of atrial sensing and atrial capture was reportedly observed during last follow-up.since the patient has a heart rate above 60bpm and the percentage of pacing is very low, the device was reprogrammed in vvi. No x-ray or reintervention has reportedly been scheduled. Next follow-up was scheduled in (B)(6) 2016.